Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account and determined the piezo alarm needed to be replaced. The piezo alarm is the source of the brake not set alarm. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technical support representative provided the account with the part number to order to replace the piezo alarm themselves. Hill-rom technical support contacted the customer two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the speaker for the brake not set alarm cannot be heard. The bed was located in the hospice department at the account. There was no patient/user injury reported. (B)(4).